Event description:
Reporting doctor referred the pt to an ophthalmologist. The pt presented to the ophthalmologist with photophobia, redness, tearing and burning right eye. Visual acuity 20/400+1 right eye, left eye 20/60. A 4mm ulcer right eye and peri infiltrates@limbus with vessels into the cornea left eye were noted. Diagnosis: "corneal ulcer right eye. Keratoconjunctivitis left eye probably cl related. Plan: cyclogel bid, vigamox q30 min day, q1 hr night od q2 hr os. F/u 3days." Culture results indicate positive pseudomonas right eye. Follow up visit in 2005: "va 20/400 pinhole 20/200 od 20/80 pinhole 20/50 os, ulcer od doing alot better vision improving, infiltrate less dense. Improved corneal ulcer. Plan: cyclogel and vigamox. Return friday." The pt cancelled follow up visits a day later and 3 days later. Follow up visit 9 days later: "va20/400 pinhole 60-2 od, 20/30 os. Pt notes a lot improved od x the first 2-3 days but states that after that progression seemed to have stopped. Notes yesterday os began to fell irritated so they used vigamox, cyclox bid vigamox q1h wa q2hr @night." No further infomation available.